Event description:
The customer reported that when using a particular m3001a multi measurement server (mms) the ECG and respiratory rates were not reading correctly. The readings were high and the rhythm was not accurate. No patient harm resulted from this event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).